Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for the 12 revisions due to fracture. The advisory committee on medical devices (acmd), reviewed the performance of the accolade ii (artg 198383), trident tritanium (artg 218018). Agenda items from acmd: the accolade ii/trident tritanium (shell) combination has been used in 1,285 procedures since 2012. The 3-year cumulative percent revision is 3.5%. Of the 37 revisions, 23 were major revisions including 18 femoral components and 14 were minor revisions. There were 14 revisions for infection and 12 for fracture. The cumulative percent revision rises steeply in the first few months after primary surgery and then rises gradually and in line with that of other implants between approximately 3 months and 3 years. These very early revisions are almost solely due to infection and peri-prosthetic fracture. The primary diagnosis of all of the 37 revised implants was osteoarthritis, so there is no indication that difficult primary circumstances contributed to the higher than expected rate of revision. There is a higher proportion of revisions due to infection (37.8% vs 20.8%) and fracture (32.4% vs 19.0%) for accolade ii/trident tritanium compared to other total hip replacement. These two diagnoses account for 26 out of the 37 revisions. The proportion of revision of the femoral component is higher (40.5% vs 32.1%) when compared to other total hip replacement. The revision rate of neither implant is really low on their own, but it's not at a threshold that they would be identified as outliers in their own right. Stryker is correct to point out that revisions due to infection and peri prosthetic fracture are not normally attributed to implant performance, and these two reasons account for almost 70% of the revisions recorded for joint replacements using the combination. Also the majority of the revisions for these reasons occurred soon after (less than 1 year) the primary procedure. However, the instruments described in the product literature provided to acmd are all straight and may not be suitable for surgery using the anterior approach. Revisions of the femoral stem only accounted for 48% of the revisions, and poor instrumentation may be leading to a higher incidence of femoral (bone) fracture.